Manufacturer narrative:
An event of embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 12mm amplatzer septal occluder was selected for implant. During deployment, a cobra-deformation was noted. The device was pull back into the sheath and detached into the svc and the deformation was still noted. The occluder was snared though a large sheath. A 18mm amplatzer p.I. Muscular vsd occluder was implanted. The patient was transferred to the intensive care unit (ICU) and was unstable. A few hours post procedure the patient became hemodynamically unstable. It was reported that the muscular vsd occluder had embolized into the right ventricle and the patient expired on (B)(6) 2020.